Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the malfunction. The customer was advised to continue using the pump and to contact technical support if any issues reoccur.